Event description:
On (B)(6) 2019, the patient was transported to good samaritan's emergency department by ems relative to a fall from her bed, which likely was caused by seizure. Tests were taken relative to the incident and the patient was subsequently discharged. On (B)(6) 2019, the patient was again transported to good samaritan medical center as a result of discomfort in her abdomen, an episode of coffee-ground emesis and three episodes of melena. On admission, the patient was tachycardia with a heart rate of 124, a blood pressure of 145/74, hgb 14.7, hct 45.9, bun 54. The patient was administered with a one-liter infusion of sodium chloride and was started on a protonix infusion. An esophagogastroduodenoscopy (egd) was then performed, revealing several gastric antral ulcerations. There was a 1cm ulcer along the lesser curvature that was clean based. The 1cm ulcer along the greater curvature was non-bleeding at the examination time, with an exudative base and a centrally located visible, protuberant vessel. The ulceration was closed with a single resolution clip. During the hospital course patient, hgb/ hct dropped to 9.8 and 31.7. After blood test was performed, the patient was told that she was being discharged; however, the patient did not want to be discharged because she felt unstable and complaints about postural hypotension when standing. It was reported that the patient feels better the following days, and remained stable until discharge from the hospital on (B)(6) 2019. On (B)(6) 2019, the patient passed out and fell backwards onto the wooden 1840's hog feeder while attempting to answer the door at home. The patient was subsequently transported via ambulance to good samaritan medical center, reporting rectal bleeding and melena since her discharge along with dizziness and a fall earlier that day with pain at "mid back and midribs" denying head strike and loss of consciousness. The patient was tachycardia with a heart rate of 105 and blood pressure of 140/73. Laboratory results showed a hgb of 6.4 and a hct of 20.5. The patient was evaluated by the trauma team at good samaritan medical center who recommended transfer to a tertiary care center for further management. The patient was transferred to brigham and women's hospital via als ambulance on the same day. Another upper endoscopy procedure was performed at brigham and women's hospital on an unknown date, where it was discovered that the hemoclip that had been surgically placed to the patient was hanging off the edge and was not functioning properly, resulting for the ulcer to re-opened. Two units of blood were ordered for transfusion.

Manufacturer narrative:
The complainant was unable to report the suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. This event was reported by the patient's legal representation. The surgeon is: (B)(6) (B)(4).